Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the physician stated that the catheter would not advance over the guidewire. The customer tried different guidewire and had the same result. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the physician stated that the catheter would not advance over the guidewire. The customer tried different guidewire and had the same result. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # : (B)(4).